Manufacturer narrative:
(B)(4) - the lot was manufactured from january 22, 2014 to january 24, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside of the bladder of a large volume folfusor. This was observed during filling and before patient connection. The particles were described as white and fibrous in nature. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.